Manufacturer narrative:
After further review of additional information received other relevant history, model #/lot #, date received by mr, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Infection is a known potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Although a definitive conclusion cannot be made, pharmacological, patient, and clinical factors including related comorbidities may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented with tenderness in the center of his chest at the sternotomy site that had swollen in the past 24 hours prior to admission. Patient was stated to be afebrile on admission. On the second night of admission the abscess opened spontaneously with a serosanguinous discharge, wound debridement was performed. Culture grew (B)(6). Computerized tomography (CT) did not show tracking. The abscess probed to bone and patient was started on ceftaroline and was discharged on the same for 6 weeks. Wound care was consulted and peripherally inserted central catheter (PICC) line was placed. Blood cultures were negative. At the end of intravenous (IV) medications patient will start doxycycline by mouth (po) 100mg every day (qd) for suppressive therapy. No additional information available.